Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Initial reporter: healthcare professional was estimated to yes based off event details. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient had acute rectal symptoms and appeared to have a rectal wall infiltration that was noted by the fourth week of radiation treatment. Pain, fistula, and an ulcer were confirmed via scope. The patient was treated with hyperbaric oxygen treatments. Additionally, the patient completed radiation treatment and the fistula is already shrinking, although there was still some pain.